Event description:
It was reported that this left ventricular (lv) lead had an infection and erosion with sepsis. Reportedly, the patient also had some discharge coming from the device pocket. Additional information indicates that a revision was performed and the patients entire system was explanted. The patient was treated with intravenous antibiotics.